Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that pt is unable to charge their implant (ins). Pt was also on the call. Caller stated pt received a software problem while attempting to charge their ins. Pt stated their controller screen also went black and became unresponsive while attempting to charge their ins. Tech services (tss) instructed pt to reset their controller and attempt to initiate a recharge session. Pt confirmed that the ins began charging but then immediately displayed "poor recharge quality reposition recharger". Pt attempted to recharge again and was unable to do so. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent to the patient.  Rep called back and reports that pt continues to have difficulty starting a recharging session. Pt was brought on the line and confirmed that the new recharger arrived and they have tried for 45 minutes to start a recharging session, but continue to get multiple screens indicating poor recharge quality and looking for device for minutes at a time. Pt reported that the controller's charge is at 70% and ins showing red triangle and screen telling her to recharge the device soon. Pt reports trying different positions, holding the recharger antenna over the implant site, and using the recharging belt without success initiating a recharging session. Pt again reports seeing 'software problem' message but that it flashed too quickly for her to read the other lines at the bottom. Email sent to repair to replace controller. Additional information was received from a manufacturer representative (rep) and a patient (pt). It was reported that the pt received their new controller and recharger (rtm), but is still having a lot of difficulty starting a recharge session. Rep reports when they go to recharge, they see screen 76 indicating "poor recharge quality" and are not able to initiate a passive recharge session. Rep reports the ins does not feel very superficial to the skin, but that it is a newer implant, so it is hard to tell. Rep states she thinks the ins may sit in a tilted position and that she is able to feel the ins. Rep denies any swelling or scar tissue. Rep states she is unable to communicate with the patient's ins via her clinician tablet to obtain an mdt file. Ts confirmed they will email the scs principal to escalate this case. Rep reports the patient would like to try replacing the rtm once more. Technical services (tss) advised rep to have patient meet back with the healthcare provider (hcp) if this does not resolve the issue of trying to initiate a recharge cycle. A replacement rtm was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the telemetry and recharging issues was determined; the battery is too deep. The rep reported that a revision will take place on may 9th. This information was confirmed with a physician and the patient's weight was unknown at the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the recharging and telemetry issues were resolved after the revision surgery.